Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. Zip: (B)(6). Name: medtronic minimed, country: united states of america, street: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported on (B)(6) 2026 that the patient's infusion set cannula was bent, leading to a high blood glucose level to 400 mg/dl and treated with manual bolus. Patient also reported bleeding at site.